Manufacturer narrative:
The device evaluation found residue and foreign material are coming out of the forceps channel. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited residue and foreign material coming out of the forceps channel. There was no patient involvement.